Event description:
It was reported that the patient had two magic 3 go male coude intermittent catheters where the burst packet was empty and the patient could not use them and had one where the tip went to one side and twisted. The patient tried to insert the twisted catheter and it caused a little trauma and a bit of bleeding. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure.